Event description:
It was reported that there was a super cap post error, failed calibration and system failure. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found cable, right plunger case and battery door was cracked. Functional testing found the reported problem was able to be duplicated. The root cause of the reported issue was found to be normal wear; plunger cable was not working as intended. Pump is over 14 years old. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).